Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2018)') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 684591) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (novasure endometrial ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: surgical pathology: endocervix. Curettage: benign inflamed squamous mucosa. Endometrium, curetiage: proliferative endometrium with apparent endometrial polyps; benign endocervical tissue. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2018)') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 684591-not valid) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (novasure endometrial ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: surgical pathology: endocervix. Curettage: benign inflamed squamous mucosa. Endometrium, curetiage: proliferative endometrium with apparent endometrial polyps; benign endocervical tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.